Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') and hospitalisation ('hospitalization') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain /pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("depression."), back pain ("back pain") and tooth disorder ("dental problems") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (esure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, depression, back pain, tooth disorder, menorrhagia, vaginal haemorrhage and hospitalisation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2010, (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') and hospitalisation ('hospitalization') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test.". In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain /pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), depression ("depression."), back pain ("back pain") and tooth disorder ("dental problems") and underwent hospitalisation (seriousness criterion hospitalization). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, pelvic pain, vulvovaginal pain, abdominal pain, abdominal pain lower, depression, back pain, tooth disorder, menorrhagia, vaginal haemorrhage and hospitalisation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, depression, genital haemorrhage, hospitalisation, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010, (B)(6) 2010. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received. New event hospitalization nos was added. Essure removal information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.